Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was unknown. The customer reported that the device was exposed to chlorine water. Customer stated the pump was submerged in water. Customer reported there is fluid under the lcd display. Customer stated there is crack on top left corner of the pump and chunk missing in casing. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor, high idle current due to corrosion on all the electronic assemblies. And with corroded keypad trace fingers, vibrator motor assembly, motor assembly and corroded battery tube assembly noted. However, the insulin passed pump self-test, off no power test, a21 error test, displacement test, rewind test and basic occlusion test. The insulin pump had cracked case at the display window corners, broken battery tube threads noted, minor scratches on the lcd window, cracked lcd window, cracked reservoir tube lip and scratches on the reservoir tube window.